Manufacturer narrative:
(B)(4). The device was repaired on site at the customer facility by a baxter field service technician, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be discharged main batteries. To correct the condition, the main batterires and battery harness were replaced. If any additional information is received, a follow-up MDR will be sent.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During preventative maintenance baxter technician found a battery low alarm. This condition had the potential to interrupt delivery. Complaint questions don't need to be answered because complaint was found by baxter technician. There was no report of patient involvement, injury, or medical intervention necessary. The user interface module master software version is unknown. No additional information is available.